Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a full-height drawer was not functioning. A field service engineer effectively verified the battery voltage at the station and reconnected all cables to address the problem. The system functioned as intended after the field service engineer had troubleshot the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care there were no adverse events or injuries reported based on this event.